Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was not properly removing residual from the cartridge. The customer was educated on the proper load techniques. Customer changed cartridge and infusion set to address the issue.